Event description:
Biomedical engineering department reported a pump that was involved in an incident of overinfusion. The pump was reported to be infusing heparin, concentration of 25000 units in 250 ml of half normal saline, to pt when the event occurred. The heparin infusion was started at a rate of 9 ml/hr at 4:30 pm and reportedly at 6 pm, 150 ml delivered. The pump was stopped and a medical doctor was notified. The pt required "one on one" monitoring and was reported to be "mentally uncooperative", however, it is unknown whether or not the pt's condition was a result of heparin overinfusion. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, pt injury, medical intervention, or set up and programming of the infusion device.